Event description:
A micro drill medium straight attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Debris in the upper bearing was identified as the probable cause of the device overheating during performance testing. The micro drill medium straight attachment was not returned to the user facility. It is not reparable once it is disassembled.